Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: not observed through visual inspection. None of the other observations performed during the device analysis creases and deformation are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "rupture". This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture". This record is for the left side. Device remains implanted. Device will be returned.

Manufacturer narrative:
Clarification to h6 adverse event problem: un-reporting a0412 material rupture as the device was found intact upon explant. The events of "capsular contracture" and "hematoma" are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. Reason for reoperation: rupture; capsular contracture baker grade IV; hematoma. Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ hematoma: unable to observe through visual inspection as it is a physiological phenomenon. ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis creases and deformation are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "rupture". Healthcare professional later confirmed "the implant was intact" and reported capsular contracture baker grade IV and "large hematoma" found during explant surgery. This record is for the left side. Device was explanted. Capsulectomy was performed.